Manufacturer narrative:
Device code 1069 has been selected to address the reportable event of stent shaft break. The analysis of the returned product revealed: the returned stent was found with one of the loops ripped/torn. The suture was not returned for analysis. The device history record (DHR) review was performed and no anomalies were observed, the review confirmed that the device met all manufacturing specifications and boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications. Based on the DHR review, during manufacturing process the units are inspected in order to detect or avoid defects. However, there is no control in how devices are handled in the field. Additionally, the stent returned without the suture string, it is evidence that the stent was manipulated. Therefore, the failures found (loops ripped/torn) are issues that could have been generated by the user or due to the interacting of the device with the suture string. The most probable cause of this complaint is adverse event related to procedure since it is the most likely that the adverse event occurred during the procedure and the device had no influence on event. All compiled information on this investigation determines that the most probable cause is: adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a polaris loop stent was used during an upper ureteral calculi procedure performed on (B)(6) 2019. According to the complaint, during unpacking of the device the stent shaft was fractured. The procedure was completed with another of same device. There were no patient complications reported as a result of this event. The patient's condition at the end of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polaris loop stent was used during an upper ureteral calculi procedure performed on (B)(4) 2019. According to the complaint, during unpacking of the device the stent shaft was fractured. The procedure was completed with another of same device. There were no patient complications reported as a result of this event. The patient's condition at the end of the procedure was reported to be stable.